Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient was getting a needle biopsy based on a suspicious mammogram and the device ruptured. As a result, bilateral prosthesis replacement with mentor gel was performed on (B)(6) 2021.